Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported per sales rep, approximately five years post initial tka, this patient has a schedule knee revision on (B)(6) 2022.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported per sales rep, approximately five years post initial tka, this patient has a schedule knee revision on (B)(6) 2022. The surgeon is ¿very aware of our poly issues¿. No additional information is available after 4 attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent scheduled revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.